Manufacturer narrative:
Reporter phone number: (B)(6).

Event description:
Related manufacturer reference number: 1627487-2022-04002. It was reported that the patient experienced shocking sensation at the ipg site. As such, the ipg was explanted and replaced with a scs system addressing the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.